Manufacturer narrative:
The device history record (DHR) for lot 2425400115 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and visual inspection showed signs of use, and a cut in the catheter was observed near the end of the hub, causing the leak. Based on the information provided, it was determined that the most probable cause of the reported defect is that the catheter was damaged during use. The instructions for use outline the correct way to use the catheter and how to avoid the type of damage observed on the device. Per instruction of use, catheter should not be pinched or bent back to temporarily occlude the catheter, since it increases stress on the catheter or pigtail which can lead to a leak or break. Based on this information, no corrective actions are warranted at this time. This information will be used for tracking and trending purposes, and we will continue to monitor.

Event description:
The customer reported that the catheters broke. Additional information received on (B)(6) 2025 stated that the line was placed on (B)(6) 2025 and broke on the same day; it had a hole in the primary lumen. This occurred during patient use/line infusing. The line was removed and replaced with a single lumen PICC. Labs monitored closely. No hypoglycemia or electrolyte imbalance during this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.